Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the exposed rv coil was distorted at 50 cm and kinked at 51.8cm, extrinsic damage. There were no anomalies observed with the insulation of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure that the right ventricular (rv) lead insulation was damaged as it was kinked. It was noted while putting the lead into the body that coil was kinked. They removed the stylet and the kink was still there and then it was noticed that the imperfection was on the coil. The lead was replaced with a new lead and implantation completed. The lead was replaced. No patient complications have been reported as a result of this event.